Event description:
It was reported that during use of the iab, the catheter tip clotted off. Flusing with heparinized saline failed to dissolve the clot. The iab was removed and replaced without complication.